Manufacturer narrative:
Prism was informed of the incident (B)(4) 2014. The reacher bar was returned to manufacturer on (B)(4) 2014 for investigation. The lift continued to be in use at the facility until (B)(6) 2014, when the facility was advised by (B)(6) to remove the lift from service. Upon investigation, we believe the reacher arm was the object that hit the aide, as the lift would have been lower than her shoulder at the time of the incident (as the patient was on the bed with the sling loops attached to the lift). We were able to recreate the reacher arm falling by improperly using the reacher arm; if the strap is looped around the head of the reacher arm; we were able to cause the reacher arm to fall though it appeared connected. The root cause of the problem is user error. Corrective actions for this problem involve further training of users. In addition, we are currently working to release a plastic heat-shrink sleeve that would lock the reacher arm and lift's carabineer together, reducing the risk of users connecting them improperly. Additional model number 360404; additional serial number: na; returned reacher to manufacturer: (B)(4) 2014; lift sold: (B)(4) 2005.

Manufacturer narrative:
Prism was informed of the incident (B)(4) 2014. The reacher bar was returned to manufacturer on (B)(4) 2014 for investigation. The lift continued to be in use at the facility until (B)(6) 2014, when the facility was advised by (B)(4) to remove the lift from service. Upon investigation, we believe the reacher arm was the object that hit the aide, as the lift would have been lower than her shoulder at the time of the incident (as the patient was on the bed with the sling loops attached to the lift). We were able to recreate the reacher arm falling by improperly using the reacher arm; if the strap is looped around the head of the reacher arm; we were able to cause the reacher arm to fall though it appeared connected. The root cause of the problem is user error. Corrective actions for this problem involve further training of users. In addition, we are currently working to release a plastic heat-shrink sleeve that would lock the reacher arm and lift's carabineer together, reducing the risk of users connecting them improperly. Additional model number 360404; additional serial number: na; returned reacher to manufacturer: (B)(4) 2014; lift sold: (B)(4) 2005.

Event description:
Two health care aides were transferring a male patient from a wheelchair to his bed using a combination of a transportable life and 36" aluminum reacher arm. After they had lowered the patient into his bed, something (aide believes to be the lift) fell, striking one aide in the shoulder. The lift then landed on the patient's abdomen. The reacher arm ended up on the floor. Due to the speed of the event, the other aide cannot explain the incident. The patient was uninjured. One aide ((B)(6)) sought medical treatment for her shoulder and was off work for two weeks.

Event description:
Two health care aides were transferring a male patient from a wheelchair to his bed using a combination of a transportable life and 36" aluminum reacher arm. After they had lowered the patient into his bed, something (aide believes to be the lift) fell, striking one aide in the shoulder. The lift then landed on the patient's abdomen. The reacher arm ended up on the floor. Due to the speed of the event, the other aide cannot explain the incident. The patient was uninjured. One aide ((B)(6)) sought medical treatment for her shoulder and was off work for two weeks.